Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer had "trigger alarming on". No adverse patient effects were reported.

Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system (hl-90) was returned for investigation. The device had a cracked reservoir cover, worn front cover, line cord, pole clamp and reflux plug. Electrical tests were performed. The investigator noted that the over temperature alarm was triggered, and that the device failed electrical tests. The aforementioned product problem was attributed to the heater which had normal wear and tear. The heater assembly was replaced as a result. The investigator also replaced the following components: pcb, power switch wire harness, power switch retainer, worn line cord, pole clamp, reflux plug and front cover, cracked reservoir tank cover, and old style drain fitting. The investigator also converted the unit back to hl-90 with the plate clip. The membrane switch, o-rings, and switch label were also replaced as part of the repair process. The device passed all functional tests after these measures were taken.